Event description:
Dexcom g6 sensor (cgm) lot 7280914 did not deploy correctly thereby rendering the device not functional. This is a critical device for a type 1 diabetic with an insulin pump. This actually happened twice today with the same lot and another time approximately 2 weeks ago with the same lot. In addition, I have had this problem multiple time in the past 2 years. I believe the company has a problem with their manufacturing and quality assurance. FDA safety report ID # (B)(4).